Event description:
Complainant alleged that during patient flight transport the device is appropriately switched to sync mode and was intermittently unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.